Event description:
It was reported that the patient experienced high blood glucose of approximately 560 mg/dl for 4 hours or more following an insulin injection cutoff alarm on (B)(6) 2026. The patient treated the high blood glucose with insulin by pen, and the blood glucose decreased to 227 mg/dl. The patient was hospitalized for a kidney transplant unrelated to diabetes.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.